Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for mnf serv.

Event description:
The customer reported that the ventilator was being setup and displayed an autozeroing failure of machine and proxiimal pressure transducers. If the reported problem occurrs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board and cable for replacement. The biomedical engineer reported the data acquisition pcb board was replaced and the reported problem was corrected.